Manufacturer narrative:
Product analysis: visual examination confirms the inferior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. Conclusion: the above observations are consistent with bend stress overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2016, intra-op, the metal tip of the product broke while impacting the graft. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.